Event description:
It was reported that the customer experienced intermittent cartridge issues once or twice per week, during which pump displayed a cartridge error message without an error code and stopped dispensing insulin, requiring full cartridge replacement to resume insulin delivery. There was no reported adverse impact to the customer. The customer declined troubleshooting from tandem technical support regarding the issue. No additional patient or event information was available.